Event description:
It was reported that the customer is replacing the (lvp) display board due to the segment recall. There was no patient involvement.

Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. The alaris pump module is typically used for treatment. The file may be closed based on the above facts.

Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer is replacing the (lvp) display board due to the segment recall. There was no patient involvement.